Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was reported as low vaulting and remained implanted. This is the replacement lens for MFR. Report # 2023826-2023-03106. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5: the lens was removed on (B)(6) 2023 and the problem was resolved. The examination on the first day after icl removal showed that the eye condition was stable. Corrected data: b3: date of event: 30-jul-2023. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).